Manufacturer narrative:
(B)(4).

Event description:
The device was used during a cholecystectomy procedure. Reportedly, a component disengaged into the patient's cavity and was retrieved by the surgeon w/out injury to the patient.